Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer went swimming with insulin pump on and getting a stuck button error alert. The customer blood glucose level was 108 mg/dl. Customer was assisted with troubleshooting. Customer reports past exposure of the insulin pump to fluid and there was no visible fluid in the insulin pump. Customer states that they has been repeatedly receiving stuck button errors that have been occurring ever since getting out of the water. Customer states that they was able to clear the stuck button errors, but that they receives another one after pressing the down arrow on the insulin pump. Customer states they did not press a button down for 3 minutes or longer. The device will be returned for analysis.

Manufacturer narrative:
Device received with unresponsive buttons due to corroded keypad trace and corroded electronic assemblies. Unable to perform displacement test or selftest due to unresponsive keypad.